Manufacturer narrative:
(B)(4) was received from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received a user facility report from the (B)(6) registry stating that the pt had "elevated ldh and plasma free hemoglobin and the aortic valve was opening through 11,600 rpm." The pt was admitted and placed on IV heparin for 4 days. The ldh was resolving and the plasma free hgb decreased. According to the additional info provided to the MFR, the pt has since been discharged home and is currently stable. The hosp is monitoring the ldh outpatient and targeting a higher inr. The vad coordinator also mentioned that this pt had a difficult post-operative course including elevated ldh, clinical signs of hemolysis and bleeding.